Event description:
It was reported to boston scientific corporation in early 2008 that a hydrothermablator procedure set was used during a endometrial ablation procedure performed four days prior (female patient; age and weight are unknown). During the procedure, they had a slight fluid loss during the ablation at a rate of 23cc's per minute; the physician removed the tenaculum and the sheath before allowing the machine to cool the fluid. Then the physician re-inserted the sheath and started the heating again and finished the ablation. There was some vaginal burn. A follow up with dr confirmed that it was a small first degree burn located on the patient's vaginal wall. He stated that the patient was treated with silvadene cream and is recovering fine.

Manufacturer narrative:
Adverse event and product problem should be adverse event: was not selected should be other serious (important medical events).

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn regarding either the validity or possible root cause for this complaint.